Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 575 mg/dl while wearing the pod for longer than 48 hours. In addition, the patient reports 1 day prior their blood glucose level had decreased to 54 mg/dl. Symptoms reported include shaking and sweating. The patient reports upon arrival at the hospital their blood glucose level was 292 mg/dl. The patient had blood work administered and was treated with a saline drip. The patient reports they had been in the hospital for 2-3 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 smartphone operating system: 18.5 smartphone hardware: iphone15.4 cgm sensor type: g7.